Event description:
Caller reported accidental overdose of insulin caused by incorrectly entering bolus values into calculator. This led to a drop in blood glucose level to 16.2 mg/dl. Subsequently, the customer was hospitalized following an emergency room (ER) visit. Customer consumed carbohydrates to address their bg. The customer was discharged 2025-09-25 with no permanent damage and the issue resolved. Recommendation was made to consult with healthcare provider regarding diabetes management.